Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was positioned on the mitral valve. During deployment, the gripper line was retracted prior to pulling back on the actuator knob however resistance was noted. Post deployment, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Two additional clips were implanted to stabilize the slda clip, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported difficulty to deploy the clip resulting in single leaflet device attachment (slda) cannot be determined. The user error (improper or incorrect procedure or method) is associated with the user retracting the gripper levers before retracting the actuator knob during clip deployment. It should be noted that the mitraclip instructions for use, instructs the user to: "retract the actuator knob approximately 0.5 cm after it is fully unthreaded." It then instructs the user to fully retract the gripper levers under step 32.2.5. In this case as it cannot be definitively confirmed whether the user error contributed to the reported difficulty deploying the clip. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. There was no resistance when pulling back the gripper line when the gripper lever was retracted out of order; however there was resistance when retracting the actuator knob. No additional information was provided.